Manufacturer narrative:
Evaluation of the returned catrx confirmed that the catheter was fractured at proximal end of the guidewire lumen. If the catrx is retracted against resistance at an angle, damage such as a kink and subsequent fracture may occur. Further evaluation revealed that the guidewire lumen was damaged from its proximal end to the distal end, the distal tip of the guidewire lumen was fractured, the catheter was stretched, ovalized and the supported coil winds was exposed on the distal shaft. If the guidewire lumen is advanced distal to the tip of the non-penumbra sheath, it will allow the guidewire to prolapse. If this occurs, resistance may encounter during retraction of the catrx through the non-penumbra sheath. Retraction against this resistance and the excessive force required to remove the catrx likely contribute to the fracture, stretching, ovalization and exposed coil winds on the distal shaft of the catrx. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the left subclavian and brachial arteries using an indigo system catrx aspiration catheter (catrx), a non-penumbra sheath, and a guidewire. During the procedure, the physician completed multiple passes with the catrx. Next, the physician met resistance while retracting the catrx from the sheath. Therefore, the physician decided to remove the catrx. Upon removal, the catrx was noticed to be fractured at the proximal location. It was noted that excessive force was required to remove the catrx. The procedure was completed using a new catrx. There was no report of an adverse effect to the patient.